Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 475cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was initially diagnosed via physical examination and was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 31, 2023, mentor received additional information indicating that the person has been scheduled for breast implant removal surgery on (B)(6) 2023. On (B)(6) 2023, mentor received additional information indicating that upon removal of the implant, it was identified by the removing doctor to be not ruptured. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: suspected material rupture.

Manufacturer narrative:
On june 29, 2023, the mentor failure analysis lab received the device for evaluation. On july 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. A second product was received (B)(6). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
On august 17, 2023, mentor received additional information indicating that the patient initially suffered right breast mastodynia, breast pain, numbness, and intermittent lumps. The product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. This medwatch form is for the left breast prosthesis. Complications on the right breast will be reported under mrn: 1645337-2023-10342.

Manufacturer narrative:
On august 31, 2023, mentor received additional information indicating that during the revision surgery on june 7, 2023, the patient was also identified to have slightly more firmness on the left breast than the right. The patient's implants were replaced with two 475cc smooth walled round liquid silicone implants.